Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out-of-range (oor) pacing lead impedance (pli) measurements of greater than 2500 ohms. Subsequently, the rv lead displayed loss of myocardial capture (loc) but the impedance measurement was within normal range. This rv lead was surgically abandoned where it was capped and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.